Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During the dwell phase of the patient¿s treatment, the patient received the supply bag lines are blocked error. The patient¿s peritoneal dialysis (pd) registered nurse noted that the patient had manually drained 3700ml which is 185% of the patient¿s prescribed fill volume of 2000ml. The patient manually drained due to feeling full during this treatment. The technical support representative advised the patient to discontinue use of the cycler and to revert to manual supplies to complete their treatment. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. A simulated therapy was initiated and completed on the cycler without complication or any fluid leaks in test cassette. The weighed fill volumes were found to be within tolerance. The system air leak failed due to vaccum leak. Valve actuation testing was found to meet product specifications. Load cell verification testing was performed with no issues noted. Troubleshooting the encountered pneumatic vacuum leak isolated the fault to the chamber vacuum in the pump assembly. The mushroom heads were removed and diaphragms underneath the heads were inspected for kinks, but the diaphragms appeared to be in good shape. The mushroom heads were re-installed with the proper torque, after which the cycler passed a subsequent system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.